Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055550) in united states on 20-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, for permanent birth control. In 2014 the consumer started to experience allergic reactions to a sealant used on eyelash extensions which required prednisone due to eyes swelling shut. She also started having bleeding between periods. The problem with her eyes continued into (B)(6) 2015 and required a referral to an allergist along with allergy testing which showed allergies to gold, nickel and eye shadows that she have used for years. Those overshadows all contained ptfe (interpreted as polytetrafluoroethylene). Her bleeding got worse and she had to have a hysterectomy. Essure was removed on (B)(6) 2015. At that time she found out that the essure coils were coated in ptfe. The consumer believes her medical issues were caused by the essure implants. Hospitalization and disability/permanent damage were mentioned as event outcome, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding between periods / bleeding got worse (interpreted as metrorrhagia). She underwent a hysterectomy and essure was removed approximately 6 years after insertion. This event was considered serious and is listed in the reference safety information for essure. After essure insertion menses pattern changes may occur. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. Hospitalization and disability/permanent damage were mentioned as event outcome, but not specified and/or assigned to one of the events. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Follow-up received on 18-nov-2015 from consumer: contact details provided. She did not remember the lot number but consumer stated she will look for the lot number and provide it along with the questionnaire. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding between periods / bleeding got worse (interpreted as metrorrhagia). She underwent a hysterectomy and essure was removed approximately 6 years after insertion. This event was considered serious and is listed in the reference safety information for essure. After essure insertion menses pattern changes may occur. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. Hospitalization and disability/permanent damage were mentioned as event outcome, but not specified and/or assigned to one of the events. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. Further information is expected.

Manufacturer narrative:
Follow-up information received on 07-dec-2015 - general questionnaire received from consumer (downgraded to non-incident): the consumer was (B)(6) at the time of report. Her concurrent condition included (B)(6)(overweight). Her last delivery was 11 years ago. Previous gynecological problems/procedures were denied. Essure was inserted on (B)(6) 2009, lot numbers 623211 (left) and 619696 (right). Back-up contraception included birth control pills. Hsg (hysterosalpingogram) performed 3 months later showed tubes completely closed. The consumer experienced allergic reaction to ptfe (polytetrafluoroethylene) including bandages, glue products, gold and nickel. She was given prednisone. She experienced heavy bleeding and cramping for 2 years prior to hysterectomy. Her doctor was seen and she was diagnosed with adenomyosis. The treatment was a hysterectomy performed on (B)(6) 2015 that required hospitalization. Essure devices were removed during this procedure. Ultrasound and allergy tests were performed post essure removal (results not provided). She recovered from essure removal procedure and her symptoms resolved after surgery. The consumer believed the allergic reactions to ptfe were caused by essure as the coils were lined with ptfe according to her. She would react to eye shadows containing ptfe - her eyes would swell shut requiring prednisone. She had used those eye shadows for years with no issues, and after removal she was able to use them again. She stated the doctor felt the adenomyosis was not related to essure, but she felt it was, especially due to the other reactions it caused. Ptc investigation result received on 17-dec-2015 ptc global number (B)(4). Lot 619696 production date: feb-2009 expiration date: feb-2012. Lot 623211 production date: mar-2009 expiration date: mar-2012. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for these batches resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding between periods / bleeding got worse. In the follow up, it was informed that was recently diagnosed with adenomyosis. The previously metrorrhagia was interpreted as a symptom of adenomyosis. She underwent a hysterectomy to treat it,approximately 6 years after essure insertion. Essure inserts were removed during this procedure. She recovered. Adenomyosis is serious due to its medical importance and is unlisted in the reference safety information for essure. Considering the pathophysiology of adenomyosis and localized action of essure in the fallopian tubes, it is unlikely that it would cause this event. Non-serious events were also reported. Hospitalization and disability/permanent damage were mentioned as event outcome, but not specified and/or assigned to one of the events. Since the reason for surgery was adenomyosis which is not related to essure, the case was now regarded as non-incident. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported.